Event description:
Nine vp select dual wave length lasers may have dual footswitches that are incorrectly wired (or placed on incorrect side of labeling). When you select holmium; nd yag fires, and when you select nd yag; holmium fires.

Manufacturer narrative:
Blocks that were blank on initial submission have been corrected as n/a or with the appropriate information. 8.- initial use of device meaning field service engineer tested; no doctor or customer used device before confirmation of unit correctly labeled/wired. D.6 - catalogue number has been corrected. A total of 6 units that were involved have been verified in the field as correctly labeled/wired. The remaining 3 units that were involved were returned to coherent and tested. These were all found to be correctly labeled/wired. Eco to method to clarify instructions has been completed. Note: e.1, g.1, and g.2 have been revised as the current address and phone number.